Manufacturer narrative:
Device evaluation: the evaluation of the returned tunneling adapter and submitted photographs confirmed the report that a leaflet from the tunneling adapter broke off. The tunneling adapter was returned with one of the leaflets broken off. The broken piece was also returned. Analysis of the fracture face under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The heartmate3 left ventricular assist system instructions for use describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ the day of implant. The tunneling adapter is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant process, while tunneling the driveline through the subdermal tissue, one piece of the tunneling adapter leaflet broke off. The silver screw was fully engaged during the procedure. The surgeon found the full broken part near the exit site. The procedure went forward without further issue. The patient did not experience any adverse sequelae. No additional information was provided.